Event description:
Five months following index procedure, the pt was admitted for coronary intervention to treat cypher stent cxs 18350 for instent restenosis to the proximal left anterior descending. The lesion was treated with a balloon only and radiation therapy. The cypher stent cxs 18300 was also treated for instent restenosis to the proximal left circumflex. The treatment device was bms and radiation therapy.